Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 11-301311, arcos cone proximal body, lot #: 380530, catalog #: xl-200160, dual mobility liner, lot #: 227090, catalog #: 11-300914, sts stem, lot #: 904630, catalog #: 163661, modular head, lot #: 482470. Customer has indicated that the product will not be returned to zimmer biomet for investigation, patient wanted to keep implant. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned by patient.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty on an unknown date. Subsequently, the patient was revised due to pain. There is suspicion that the patient is infected. Patient requested implants once they were cleaned.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that zimmer/biomet does not have reporting responsibility for this part.

Event description:
Upon receipt of additional information it has been determined that zimmer/biomet does not have reporting responsibility for this part.